Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was pt stating there is a problem with the implant battery in their back. Pt stated the implant does not charge up to 100%; it only charges to 90% and then 'stops'. Pt added the next night they are down to 20% ins battery. Agent had pt start ins charge - pt's spouse was on the call helping as well. Pt's spouse stated that they think that the hcp put the implant in the 'wrong place' and the pt has a hard time to get excellent. Pt has to lay on their side and try to hold the recharger on the implant because the belt does not work for the implant positioning either. Caller stated when pt first got the ins, they could charge to 100% within 2 hours. Agent reviewed charging the ins with stim on/off. Caller stated the pt is not comfortable turning the therapy off. On the call, pt saw normal ins charging 30% good and then got too excellent. Ins was 40% by end of the call. Pt was redirected to hcp to further address ins not charging to 100%. When asked event date, caller stated 4-5 days. No symptoms were reported.